Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2022. . Customer's blood glucose value was 500 mg/dl at the time of the incident. Customers current blood glucose level was 398 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as headache, vomiting, confusion, weak, feeling sick. The customer was treated with intravenous injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. The customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.